Event description:
The customer reported leak that appeared to be a diluent coming from the wbc and rbc bath area of the beckman coulter coulter lh 750 hematology analyzer. The customer also noted rust on the stainless steel cage where the baths are located. The customer stopped using the instrument and requested service. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On the date of the event, a field service engineer (fse) indicated that there was a rupture in the yellow striped tubing in the center section of the wbc and rbc area. Fse replaced the yellow striped tubing that was worn and the hgb module which was damaged by the leak. Blood and/or cbc lyse (lyse s iii) are associated with this tubing and area. Root cause is attributed to worn yellow striped tubing associated with the wbc and rbc baths.

Manufacturer narrative:
(B)(4).